Event description:
Boston scientific received information that this device was exhibiting continuous noise. A revision procedure was performed at which time the header came off of this device. The device was explanted and replaced without further incident. No adverse patient effects were reported.

Event description:
Further information has been received that intermittent right ventricular (rv) lead pacing impedances greater than 3000 ohms were noted around the time of this event. Inappropriate shock therapy was also delivered due to oversensing of noise. Tachy detection and therapy and detection were temporarily disabled. A rv lead extraction and replacement were originally planned, but when the header became separated from the can once the pocket was opened, further consideration was given as to the cause of the observations. Upon closer review of the electrograms (egms) it was determined that there was also noise on the right atrial (ra) lead channel, therefore, noise impacted both leads and lead integrity issues for both leads was thought to be unlikely. The rv and ra lead measurements through the pacing system analyzer (psa) were normal, so it was thought the cause of the observations likely came from a header bond issue which created a make-break potential. The leads were reused and attached to a new generator; at follow-up no further issues were noted with the rv impedances.

Manufacturer narrative:
(B)(4). Additional information related to this event was obtained through the following journal article: kumar, s. R. Weiss, et al (2015). "Recurrent inappropriate ICD shocks: header bonding malfunction in guidant vitality device." The journal of innovations in cardiac rhythm management, 6 (2015), 1900-1904.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. It was found that the adhesion between the header and the device was inadequate and resulted in the noisy signals and the header separation during the revision procedure. Laboratory analysis concluded that this header damage likely caused or contributed to the clinical observations. Manufacturing enhancements have been implemented to make the header bond more robust.